Manufacturer narrative:
Follow-up # 1 ¿ (01/20/2015).the patient¿s test strips have been returned on 12/17/2014 and evaluated by lifescan product analysis on 1/8/2015 with the following findings:the test strips involved with this complaint failed testing. The test strips were found to have results above range when tested with control solution. In addition, a secondary issue was noted where error 4 was observed during control solution tests. Additional tests were performed on the desiccant to check for possible moisture issue. The desiccant within the subject vial was found to contain levels of moisture that reflect normal use and passed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging that the subject meter (onetouch verio iq) read inaccurately erratic. The reporter claimed obtaining blood glucose readings of around "120 mg/dl and 200 mg/dl" with the subject meter, but could not specify the time difference between tests. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.